Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that when she opened the door to remove the tubing set, fluid began to leak. Prophylactic antibiotics were administered and there was no other known patient ill effect. Sample has not been returned to the manufacturer.